Event description:
It was reported that a catheter revision or replacement was done. Additional info has been requested, but was not available as of the date of this report. Please refer to manufacturer report # 6000030-2008-00968.

Manufacturer narrative:
(B)(4).